Event description:
End user reported the pouch makes his skin sweat and has caused a fungal infection in the form of a rash on his skin where the pouch lies. End user reports this happened in summer but, after treatment it healed. He reports but, now has come back.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End user's general practitioner prescribed ointment and fungal tablets (product name for fungal tablets and ointment was not provided). A return sample for evaluation is not available. This complaint issue has been previously investigated and documented. The feedback data analysis along with the risk probabilities calculated indicates no significant trends. The trend depicted is random and is consistent with the medical advisements and care for noted health care providers. Adverse event monitoring will continue to be performed in accordance with convatec documented procedures. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.